Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2013. During the procedure, the physician did not cut off the sling at the right place. On one side, the physician cut off too tight to the skin causing the plastic sheath to be left behind in the skin. The physician tried to remove the whole tape but it was not successful. Additional information has been requested.

Manufacturer narrative:
(B)(4): user error caused the event. The attending physician lost both visual and tactile control of the sheath during use.